Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump did not alarm to let her know that there was a blockage. The customer stated that she had training with nurse and reviewed the way she inserted the infusion set and know how to insert infusion set properly. It was reported that the customer had high blood glucose levels of 29 mmol/l at the time of hospitalization on (B)(6) 2018. The customer stated that on (B)(6) 2018 she woke up relatively high and her blood glucose levels increased. The customer stated that her endocrinologist adjusted basal and she was informed that her blood glucose levels did not diminish. The customer stated that during the night, she had completely stop using the insulin pump except for the sensor and she was calibrated with blood glucose takes at the hospital. The customer reported that her blood glucose level decreased in the evening and she noticed that the sensor was folded after changing it. On (B)(6) 2018, the customer had changed the catheter. Troubleshooting was not completed. Insulin pump is not expected to return for analysis. Additional device related incident: infusion set ((B)(4)); insulin pump ((B)(4)).